Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. 901334) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included groin pain, arthralgia and insomnia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: mood changes"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fungal infection ("infection (other) describe: yeast infections"), paraesthesia ("rashes or skin conditions type: tingling skin"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), memory impairment ("memory issues"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2018 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, mood altered, hot flush, vaginal haemorrhage, menorrhagia, fungal infection, paraesthesia, nausea, feeling abnormal, memory impairment, dysmenorrhoea, fatigue, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, feeling abnormal, fungal infection, genital haemorrhage, hot flush, memory impairment, menorrhagia, mood altered, nausea, paraesthesia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abdominal pain, menorrhagia, yeast infection, pelvic pain, hot flashes, mood swings. Most recent follow-up information incorporated above includes: on 2-jan-2019: pfs received event "mood changes, hot flashes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), yeast infections, tingling skin, nausea, brain fog, memory issues, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, hair loss, abdominal pain" were added. Lot number added. Reporter information, medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general)") in a 41-year-old female patient who had essure (batch no. 901334) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included groin pain, arthralgia and insomnia. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2018, the patient experienced paraesthesia ("rashes or skin conditions type: tingling skin/rashes or skin conditions type"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: mood changes/hormonal change"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (other) describe: yeast infections"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog/neurological conditions or problems"), memory impairment ("memory issues"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2018 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood altered, hot flush, vulvovaginal mycotic infection, paraesthesia, nausea, feeling abnormal, memory impairment, dysmenorrhoea and alopecia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hot flush, memory impairment, menorrhagia, mood altered, nausea, paraesthesia, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abdominal pain, menorrhagia, yeast infection, pelvic pain, hot flashes, mood swings quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general)") in a 41-year-old female patient who had essure (batch no. 901334) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included groin pain, arthralgia and insomnia. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2018, the patient experienced paraesthesia ("rashes or skin conditions type: tingling skin/rashes or skin conditions type"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: mood changes/hormonal change"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), fungal infection ("infection (other) describe: yeast infections"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog/neurological conditions or problems"), memory impairment ("memory issues"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2018 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood altered, hot flush, fungal infection, paraesthesia, nausea, feeling abnormal, memory impairment, dysmenorrhoea and alopecia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, feeling abnormal, fungal infection, genital haemorrhage, hot flush, memory impairment, menorrhagia, mood altered, nausea, paraesthesia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abdominal pain, menorrhagia, yeast infection, pelvic pain, hot flashes, mood swings. Most recent follow-up information incorporated above includes: on 13-mar-2019: pfs received: outcome of the events abdominal pain, vaginal discharge, all bleeding events and fatigue were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), device dislocation ('device migration/outside of the left fallopian tube'), menorrhagia ('menorrhagia/abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)/abnormal bleeding (general)') in a 41-year-old female patient who had essure (batch no. 901334) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included groin pain, arthralgia, insomnia, hypertension, vaginitis and hot flashes. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/hair loss"). In 2017, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2018, the patient experienced tingling skin ("rashes or skin conditions type: tingling skin/rashes or skin conditions type"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: mood changes/hormonal change"), hot flush ("hot flashes"), vulvovaginal mycotic infection ("infection (other) describe: yeast infections"), nausea ("nausea"), the first episode of feeling abnormal ("neurological conditions or problems type: brain fog/neurological conditions or problems"), memory impairment ("memory issues"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headache"), anxiety ("anxiety"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), endometrial thickening ("thickened endometrium"), adenomyosis ("uterine adenomyosis"), the second episode of feeling abnormal ("brain fog"), paresthesia ("paresthesia"), joint swelling ("ankle swelling"), peripheral swelling ("feet swelling"), arthralgia ("right hip pain"), groin pain ("groin pain") and abdominal pain upper ("left upper abdominal pain") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery ((B)(6) 2018 total hysterectomy (uterus and cervix removed) and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, mood altered, hot flush, vulvovaginal mycotic infection, tingling skin, nausea, memory impairment, dysmenorrhoea, alopecia, back pain, metrorrhagia, urinary tract infection, vaginal infection, hormone level abnormal, migraine, headache, weight increased, anxiety, bladder disorder, urinary tract disorder, endometrial thickening, adenomyosis, uterine leiomyoma, the last episode of feeling abnormal, paresthesia, arthralgia and groin pain outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, vaginal discharge, fatigue, abdominal pain, joint swelling and peripheral swelling had resolved. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, alopecia, anxiety, arthralgia, back pain, bladder disorder, device dislocation, dysmenorrhoea, endometrial thickening, fatigue, genital haemorrhage, groin pain, headache, hormone level abnormal, hot flush, joint swelling, memory impairment, menorrhagia, metrorrhagia, migraine, mood altered, nausea, pelvic pain, peripheral swelling, tingling skin, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of feeling abnormal, paresthesia and the second episode of feeling abnormal to be related to essure. The reporter commented: patient received treatment for- urinary tract infection, vaginal infection, vaginal discharge, hair loss, hormonal changes, migraine, headache and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abdominal pain, menorrhagia, yeast infection, pelvic pain, hot flashes, migraine headache, mood swings. Expiration date april-2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- new events device migration, back pain, metrorrhagia(bleeding b/w periods), urinary tract infection, vaginal infection, hormonal changes, migraine, headache and weight gain were added. On 20-sep-2019: pfs received- new events anxiety, bladder problem, urinary tract disorder, thickened endometrium, uterine adenomyoma, uterine fibroids, brain fog, paresthesia, ankle swelling, feet swelling, right hip pain, groin pain and left upper abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.